Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up/down buttons have to be pressed hard to get a response. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 08/07/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings:the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow and contrast keypad buttons were intermittently unresponsive and required multiple button presses elicit a response; the contrast button is hard to press and requires increased force to engage. The ok button responded appropriately to button presses. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.